Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic laser stopped working. The details of the procedure was not reported. Additional information had been requested, with none received till date.

Manufacturer narrative:
The company service representative, examined the system. And replicated the reported event to resolve the issue. The nonconforming interface breakout printed circuit board (pcb) and the laser footswitch were replaced. The system was then tested and met all product specifications. The interface breakout printed circuit board (pcb) and laser footswitch were received. And a visual assessment of the returned samples revealed, no obvious nonconformity. Sample testing of the breakout pcb was performed. The reported event was replicated. The breakout pcb was found to have a nonconforming choke inductor. Sample testing of the laser footswitch was performed. There was no problem found with the laser footswitch. A system non-conformance-based review of the batch/lot/serial number was performed and did not reveal, any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to nonconforming choke inductor from the breakout printed circuit board (pcb). Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).